Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance / manufacturing irregularities] were identified.

Event description:
It was reported that the white tissue pad was completely fallen off during an unknown procedure. The fallen piece was retrieved by forceps and was disposed. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided.